Manufacturer narrative:
Device not returned therefore analysis of complaint device could not be performed.

Event description:
It was reported that steam pop occurred. A nav mifi oi was selected for a ablation procedure however. The physician reported at a steam pop occurred while ablating. The procedure was completed using this device. No patient complications occurred.